Event description:
Event description boston scientific received information that this patient is experiencing chronic atrial flutter. It is believed that the patient went into atrial fibrilation and was taken to the hospital for syncopy. As the arrhythmia log book was not previously initiated, there are norecords of anything. Upon evaluation, the device checks out just fine and impedance, threshold, and sensing measurements are all good; the device is also pacing appropriately. The device was reprogrammed to vvir and the atrial and ventricular tachy detection log book feature were enabled. The cardiologist staff is scheduling a follow-up visit for the patient.